Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time. Additional contact: (B)(6).

Event description:
It was reported that a 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, rotating luer disconnected/would not stay attached, and would fall right off. It was further stated that it would not lock in place. It was unknown if there was unexpected or prolonged care for the patient. The frequency this problem was reported as recurring. There was no harm or adverse event as a result of this reported complaint/issue.

Manufacturer narrative:
The reported complaint of the trifuse not staying attached could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history report (DHR) review.